Event description:
The hospital reported that during a coronary artery bypass procedure, there was a delay in the procedure because when the seal was inserted into the aorta, bleeding was observed from the aorta. The surgeon noticed that there was a crack on the seal. The heartsring seal was removed and a new unit was used to complete the procedure. No other patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed.